Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that there was a lead polarity switch on the ventricular lead and a lead warning. The unipolar impedance was higher than the bipolar impedance. Also the patient sometimes felt stimulation in the unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.